Event description:
It was reported that the customer was hospitalized due to cardiac arrest. While in the hospital, the customer's blood glucose levels were fluctuating between 54 and 500 mg/dl. The hospital staff assured the customer that the insulin pump was functioning correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.